Event description:
Staff attempted to take blood pressure with transport pack. "Air leak" reading and new adapters were placed onto the blood pressure cords. The button was leaking air that would connect to the blood pressure cuff. Two other monitors had leaked at adapter button site. New cables had to be changed. Monitor says cuff leak on one attempt and weak pulse on another attempt. Propaq monitor blood pressure measurement failure, due to air leak. New adaptor placed for new cuff-type the next day. Multiple attempts to resolve issue failed, including new cuff applied, adaptor inspection, adapter removal and (original) replacement, and application of tape in an attempt to prevent leaking of air. No intervention tried was successful. Immediate problem solved via use of back up and manual blood pressure cuff.